Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during treatment of an arteriovenous malformation (avm), with admitting feeder from left superior cerebellar artery (sca) due to a bleeding episode. A non-medtronic catheter became entrapped within an onyx cast during attempted removal. Patient¿s anatomy was described as being severe and small in diameter. The non-medtronic catheter was reported to have separated resulting in the onyx to embed into an unintended location. Due to the manipulations required to remove the non-medtronic catheter a haemorrhage was noted to have occurred. It has also been reported that a gooseneck snare was used and deployed. It was reported that the gooseneck snare broke when it was pulled with force. The physician pulled the device with a strong force, but did not intend to break it. Protamine was administered to stop the bleeding and the operation was stopped for 10 minutes. Hemostasis was performed and no increase bleeding was observed. The ring shaped part of the gooseneck snare was pressed up against the blood vessel wall using a non-medtronic microcatheter and the procedure was completed. The surgical time was extended by more than 30 minutes.